Event description:
Caller reported a high blood glucose level, with the specific value displayed as "high." There was no reported adverse impact on the customer's blood glucose (bg) level. The customer addressed the high blood glucose by administering a correction bolus via the pump and the customer's bg was resolved.